Event description:
It was reported that the pacer-dependant patient presented with lead noise. The noise was reproducible with isometric exercises. The patient reported experiencing syncope in previous weeks. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.